Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-21966. It was reported patient suffered a fall which broke the battery and caused intense pain. Additionally, patient experienced ineffective stimulation since implant. To address the issue patient underwent surgical intervention wherein the system was explanted..